Manufacturer narrative:
The rods were implanted on (B)(6) 2016. In (B)(6) 2017, they broke due to a nonunion there was not enough anterior structural support after the tumor resection and kyphosis correction. He was revised on (B)(6) 2017. Medicrea international is submitting this report on behalf of importer: (B)(4). Exemption e2017030.

Event description:
The rods were implanted on (B)(6) 2016. In (B)(6) 2017, they broke due to a nonunion. There was not enough anterior structural support after the tumor resection and kyphosis correction. He was revised on (B)(6) 2017.